Event description:
Related to MFR report # 2183959-2012-00526. The pt was implanted with an ams monarc sling on (B)(6), 2008. It was reported that, "within approx two yrs after the initial implant," the pt experienced complications that required "add'l medical care and treatment and/or surgical intervention." The pt underwent revision surgeries "in approx (B)(6) 2010 and (B)(6) 2012." It was reported that the pt experienced injuries, including but not limited to, mesh erosion, hardening, chronic pain, worsening urination add'l surgeries, mental anguish, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.